Event description:
It was reported that the insulin pump alarmed and a number on the screen. Troubleshooting was performed. The customer stated that she was checking her glucose level when the problem occurred. It was stated that the insulin pump rested for two hours and the screen still is frozen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.